Event description:
It was reported that bd omnitrope® pen 10 was locked at the time of applying, unable to push the red button, to apply needed to turn the white button. Customer stated : "purchased another pen (same batch 18068001) and had the same problem.¿

Manufacturer narrative:
H.6. Investigation: two (2) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pens. The samples were tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pens met dsk push force test specification. The pens functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd omnitrope® pen 10 was locked at the time of applying, unable to push the red button, to apply needed to turn the white button. Customer stated : "purchased another pen (same batch 18068001) and had the same problem.¿